Event description:
Customer's daughter reported an incident of hypoglycemia requiring professional medical treatment. Most recent device result was more than 5 hours prior to this incident. The customer was treated with an IV. Emt meter result was 46 mg/dl, results within 10 minutes on the customer's advantage system were 597 mg/dl and 395 mg/dl. A request was made for the return of the system, and a replacement was sent.